Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system was in disconnected mode with critical override enabled. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in disconnected mode with critical override enabled. A field service engineer (fse) found the station in disconnected mode and inspected the network cable, identifying damage at the connection point to the customer¿s wall network port. The cable was replaced, and connectivity was verified by confirming the station was sending and receiving packets. Proxy settings were also verified. After rebooting into the application, the station was no longer in disconnected mode or critical override. The station resumed synchronization with the server, and the customer successfully tested the station in the application, resolving the issue. The system functioned as intended after the field service engineer repaired the device.